Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Further information was requested but was unavailable at this time.

Manufacturer narrative:
Correction: section d4, primary unique device identification (UDI) number corrected.

Event description:
New information received noted the right ventricular (rv) lead was capped (B)(6) 2026 and replaced.